Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, blood coagulation disorder, diabetes mellitus, infection regio 24 (treated with antibiotics), pain, swelling only on left side 4 days after implantation. No further indications after healing till reopening. Loss at reopening.